Event description:
Customer reported erroneous test results for white blood cell (wbc) and platelets (plt) when using a coulter gen-s system for a specific sample. Instrument generated flags were present with the wbc and plt test results. The test results were determined to be erroneous when compared for a manual blood smear with normal test results for wbc and plt. The pt sample was redrawn and rerun with similar erroneous results. Erroneous tests results were not reported outside the laboratory. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 2 of 2 events reported by this customer. This event is for the second of two analyzers.

Manufacturer narrative:
On (B)(4) 2008, the field service engineer verified instrument performance. Raw data analysis demonstrated that the wbc histogram showed a pattern of interference. This pattern usually indicates protein/lipid interference in the presence of cbc lysing reagent. The plt histogram also shows low end interference pattern, indicating that possible protein/lipid interference exists. Root cause is interference from proteins and/or lipids. All gens results for wbc and platelets had instrument generated flags that alert the customer to further review the pt's specimen. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This MDR represents event 2 of 2 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00720.